Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multisensor technology tubing, x seal and floss ports. The cse replaced the pump motor assembly and verified the pump rate stability. The cse also performed super condition and diluent check. The cse then verified the instrument by running replicates and quality control (qc). The cause of the discordant, falsely low sodium (na) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm. The initial results were not reported out to the physician. The customer repeated the samples on another dimension exl instrument with higher results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.